Manufacturer narrative:
Piolanti, n., andreani, l., parchi, p. D., bonicoli, e., niccolai, f., & lisanti, m. (2014) clinical and radiological results over the medium term of isolated acetabular revision (2014, jul 31) the scientific world journal, volume 2014, article ID 148592, 7 pages http://dx.doi.org/10.1155/2014/148592. Received (B)(6) 2014; accepted (B)(6) 2014; published 28 december 2014. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Conditions are addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article entitled, "clinical and radiological results over the medium term of isolated acetabular revision" the article addresses that seven (7) of the regenerex implants with radiolucent lines bigger than 1 mm at their maximum width and which involved one or two adjacent sectors of the cup surface. In the last examination, five of the seven cases with radiolucent lines remaining still visible on the x-rays and seem not to be evolutive. There has been no further information provided and the patient outcome is unknown.